Event description:
It has been reported to philips that the allura xper fd10 system acquisition was not possible. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the acquisition is not possible, and ippc is not booting. The fse performed the troubleshooting and found that issue with ippc software. The fse reloaded the ippc software and configured the system. After reloading of software, system was returned to use in good working order. The codes were updated based on the investigation outcome.